Event description:
After the birth of my third child in (B)(6) 2009, I discussed birth control options with my ob. She spoke to me about essure the minimal down time and minimal side effects (I was just made aware of the nickel allergy). After discussing the procedure with my husband I decided to get the procedure done. The procedure went well with no complications. I went back for my 3 month follow up. Everything looked and felt fine. In (B)(6) 2009 I decided to get the novasure procedure done because I wanted to eliminate my heavy periods. That procedure also went well, my periods were just about gone, only slight spotting. As time passed I started to get light periods, then normal, then back to heavy menstrual bleeding with severe cramping. Approximately 3 years after getting essure I started experiencing hair loss, depression, severe lower back pain, pain in my left leg, bloating, severe cramping, loss of sex drive, and migraines. I went to my gp for these symptoms over the past 9 years and my gp has not ever linked the symptoms. My labs would always be normal when tested for various things. I didn't realize it could be the essure causing my problems until I started to research online and many women share my same story. I would like the essure to be removed. I live in constant pain, this has affected my family as well as my life in such a negative way.